Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for investigation. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No additional event information is available.